Event description:
Customer claims that the alarm has no power. Customer detected damage to the battery connectors. There was no pt injury reported. Eval shows that the returned product does power on, but has no alarm tone.

Manufacturer narrative:
(B) (4).eval of the returned product shows that the unit does power on, but no alarm tone. The battery connectors inside the unit are damaged. (B) (4).